Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the valve lv10 was not functioning properly after troubleshooting, causing the diluent pump to not shutoff which caused the diluent to continue to the top or the probe-wipe housing and leak. The fse replaced the valve lv10 to resolve the issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the probe of the coulter ac·t diff analyzer leaked about 4 oz of fluid onto the counter during startup. The customer was wearing gloves, goggles, and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.